Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was inserted as an accessory device for the endovascular treatment of a fusiform abdominal aortic aneurysm. It was reported that the reliant balloon would not inflate so it was removed from the patient and it was confirmed that contrast was leaking from a small hole in the balloon. A second reliant balloon catheter was used to successfully complete the procedure. The physician commented that the calcified vessel wall could be the cause of the event however, it is unknown when the balloon actually got a hole. No clinical sequelae were reported and the patient is fine.